Event description:
"It was reported that arterial cannula snapped inside of patient when being removed. Patient had to be transferred to another hospital to have surgery to remove this. In the process of removing the cannula and it snapped inside the patients arm. When did the incident occur? During use it was reported that patient harm - in the process of removing the cannula and it snapped inside the patients arm and the patient required surgery to remove the broken parts. Surgery went ok and the patient is doing ok as per the person who has reported this.".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.